Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a septum ballooning, a versacross access solution was selected for use. The physician said the sheath bent and was sucking air. The device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (contaminated).